Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient experienced hypoglycemia and couldn´t speak. The cgm was reading 126 mg/dl. The first aid doctor arrived and rook a bg reading which was 51 mg/dl. The doctor treated the patient with orange juice and dextrose sugar (dextro energy). The patient would have not been able to treat herself without a third-party assistance because of the severity of the symptoms. At the time of the report the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B6 relevant tests/laboratory data,inclu - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.